Event description:
No additional information reported at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Blank fields on this form indicate the information is unknown, unavailable or unchanged. G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Additional information: investigation: blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿celect - migration, tilt, vc perforation, fracture, unable to retrieve, pain, ivc stenosis, anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc stenosis as an outcome of cook ivc filters is reported in the published scientific literature. Ivc stenosis is characterized by smooth 25-50% narrowing of the ivc at the level of the indwelling filter. In an animal study ivc stenosis has been attributed to intimal thickening with focal fibrotic changes. Self-limiting and clinically silent ivc stenosis immediately after filter retrieval have also been reported and is most likely caused by vessel spasm. Ivc stenosis is documented by venography; it may be symptomatic or asymptomatic. Unknown if the reported pain is directly related to the filter. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, but the filter tulip is manufactured and inspected according to manufacturing instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: investigation investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from CT (computed tomography): "filter type: cook celect. Ivc stenosis: none. Filter position: below the level of the renal veins. Filter migration: none. Filter fracture/bending: no filter tilt: none. Filter penetration: yes. Other findings: no. Impressions: the proximal cone of the filter lies against the anterior ivc wall. The anterior right strut penetrates 3.2 mm through the ivc wall. The anterior left strut penetrates 2.6 mm through the ivc wall. The posterior right strut penetrates 1.6 mm through the ivc wall. The posterior left strut penetrates 4 mm through the ivc wall. Note: there are no sagittal images which limits evaluation of the exam."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient alleges occlusion, embedded. Per CT, (B)(6) 2014: " the ivc filter demonstrates extensive leg penetration including one leg buried in the lumbar spine with surrounding hypertrophic bone." Per cavogram, (B)(6) 2014: " bilateral lower extremity dvt with ivc filter thrombosis."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue in-growth. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported dvt is directly related to the filter. Catalogue and lot# are unknown, but the filter celect is manufactured and inspected according to specifications. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date.  Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 29jun2018 as follows: pt allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to deep vein thrombosis. Pt is alleging migration, tilt, vena cava perforation, fracture and device is unable to be retrieved. Pt. Further alleges pain, additional surgery which caused permanent scarring and deformation, narrowing in the area where the filter is located and anxiety.